Manufacturer narrative:
Phone number e1 (B)(6). Investigation is underway.

Event description:
As reported through the japanese tavi registry, a 26 mm sapien 3 ultra resilia valve was implanted in the native aortic position via transfemoral approach. Approximately 3.5 months later, the patient was readmitted to the hospital. It was reported that the reason for readmission was directly associated with the valve. Details and outcome of the event are unknown. Per the ew sales rep, no detailed information was available. There was no report of adverse event or valve deficiency after/during tavi procedure.